Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the device is in backup vvi mode. Undersensing causing asynchronous pacing was also noted. The device was unable to interrogate therefore no programming changes were made. On (B)(6) 2020, the device was explanted. The patient condition is stable.

Manufacturer narrative:
Upon receipt, the device was unable to be interrogated and the reported event was unconfirmed. The hybrid current drain was measured, and no sources of high current were found in the device. A longevity estimate was performed and the cause of the loss of communication was consistent with normal depletion. The device was bench tested, and the device showed normal function.